Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed therfore the DHR review and labeling review are not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated they started therapy on a patient. The arctic sun device alarmed low flow and air leak. Nurse stated they used medium pads but only able to use two of the four pads on the patient due to clinical reason. Nurse stated no kinks. It was reported that nurse stated they started therapy on a patient. The arctic sun device alarmed low flow and air leak. Nurse stated they used medium pads but only able to use two of the four pads on the patient due to clinical reason. Nurse stated no kinks or bends in the tubing, no visible damage to pads or connectors. Had nurse stop therapy, empty pads and disconnect. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -7.6psi, circulation pump command (cpc) was 60 percentage, water reservoir level (wrl) was 5, system hours were 3416 and pump hours were 2949. Informed nurse to connect pads holding the blue tubing and not the clear clamp, verify audible clicks. Added 1 pad, water flow rate (wfr) was 0.7 l/min, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100 percentage. Removed pad and added second pad, water flow rate (wfr) was 1.7 l/min, inlet pressure (ip) was -3.2psi, circulation pump command (cpc) was 100 percentage. Disabled manual control. Recommended nurse replace first pad, if they had a universal pad they could use one or two depending on the patients size. Discussed with nurse with less pads, the water flow rate (wfr) would not as high as a full set of four pads. Biomed stated the device passed calibration. Discussed this indicated the device was functioning correctly. Asked for the data files from the device to be able to provide further insight into what led to the customer calling regarding low flow.

Event description:
It was reported that nurse stated they started therapy on a patient. The arctic sun device alarmed low flow and air leak. Nurse stated they used medium pads but only able to use two of the four pads on the patient due to clinical reason. Nurse stated no kinks or bends in the tubing, no visible damage to pads or connectors. Had nurse stop therapy, empty pads and disconnect. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -7.6psi, circulation pump command (cpc) was 60 percentage, water reservoir level (wrl) was 5, system hours were 3416 and pump hours were 2949. Informed nurse to connect pads holding the blue tubing and not the clear clamp, verify audible clicks. Added 1 pad, water flow rate (wfr) was 0.7 l/min, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100 percentage. Removed pad and added second pad, water flow rate (wfr) was 1.7 l/min, inlet pressure (ip) was -3.2psi, circulation pump command (cpc) was 100 percentage. Disabled manual control. Recommended nurse replace first pad, if they had a universal pad they could use one or two depending on the patients size. Discussed with nurse with less pads, the water flow rate (wfr) would not as high as a full set of four pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.